Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen that affected the visibility, crack on the right of the screen about a half inch big, insulin was squirting during priming rather than a slow drip, had motor error, button error and a and e code error. The customer's blood glucose level as unknown. The insulin pump will not be returned for analysis.